Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our japan affiliate during a transfemoral transcatheter aortic valve replacement (tavr) with a 20mm sapien 3 ultra resilia valve with -0.5cc underfilling, trivial paravalvular leak (pvl) was observed. Considering the potential impact of recoil, post dilation was performed using the same volume, immediately after post dilation, severe central regurgitation was noted and aortic angiography demonstrated sellers grade IV regurgitation removal of all wires from the left ventricle did not improve the regurgitation and manipulation of the leaflets with a catheter was unsuccessful in restoring valve function. Transesophageal echocardiography (tee) revealed reduced leaflet mobility, and the kissing point was indistinct. Based on these findings, under expansion of the stent frame was ruled out. A valve in valve was performed using a 20mm sapein 3 ultra resilia valve, after procedure the mean pressure gradient was 4.0mmhg. The patient was weaned off ECMO and extubated. The patient regained consciousness without any neurological deficits. The patients final condition was reported as stable.